Event description:
It was reported that the patient presented to the hospital for a generator replacement. The implantable cardioverter defibrillator could not be interrogated due to a lack of radio-frequency telemetry. The telemetry could not be reestablished. The device was removed and replaced. The patient was discharged.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the rf telemetry was in an anomalous state. The cause of the anomalous state could not be determined.